Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pt rep called in with pt and repeated that the ins has never worked and pt wants it removed. Pt needs an MRI in order to have the ins removed but she no longer has the controller device. Pss provided nas contact number to page the field and connected pt over to sunmed to order a replacement controller. Pt called back stating they were in the hospital and needed to get an MRI but they were not home to receive the replacement controller tomorrow in time for an MRI. Pt wanted a rep to come see them at the hospital since they needed an emergency MRI. Pt was provided nas phone number and redirected to their hcp. Pt called reporting she is sick in hospital and needs an MRI however doesn't have equipment with to do MRI mode and needs an MRI rep present. Pt mentioned on call that she is throwing up and waiting for nurse to come to room. Nurse called in today asking for rep to come assist in charging up the ins so pt can have MRI. Caller indicated that recharging equipment was sent to pt's mother's house but mother is disabled and can't get equipment to pt in hospital.

Manufacturer narrative:
Continuation of d10: product ID: 977c165, serial#: (B)(6), implanted: (B)(6) 2020, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a patient (pt). Regarding an implantable neurostimulator (ins). The reason for call, was pt reported, they have not received ac power supply from lost equipment reported in march. The pt, then stated, they are in excruciating pain and needs an MRI. Pt stated, they have a friend with spinal cord stimulator (scs) device, who let them use the ac power supply to charge the controller to put into MRI mode in january 2024. Pt stated, the ins is now dead. And they have not touched it since january. The pt is needing an MRI, but does not know what is causing the pain. Might be a pinched nerve. Pt confirmed, they have not used the therapy, since january. When asked, event date, pt stated, they have been in and out of the hospital. And issue has been ,since being implanted. Pt feels burning sensations and throbbing where the lead is placed in the spine. Healthcare provider (hcp), told pt this was "normal". Pt stated, this makes their hands and feet tingle. Pt mentioned, the location of implant battery is giving them "issues" as well. And feels like pinching when they move. The pt noted, that their "normal meds" for pain management are not working. The pt stated, they are getting ready to go to the emergency room. The patient was redirected to their healthcare provider to further address the pain. Pt noted, they saw the implant hcp one time after being implanted. And they no longer practice, so pt does not have hcp. Agent sent physician listings to email on file. Pt mentioned, they may be looking for hcp to remove the implant.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient said the scs has been off since 2020 since it did not work.  Pt wants it removed. Pt needs an MRI in order to have the ins removed but she no longer has the controller device.  Pt said they hadn't seen the surgeon since they did the surgery in 2020 and the battery had been dead since then; they didn't charge ins since the stimulator never worked for them. Pt mentioned they had been in and out of the hospital trying to get the issue resolved because they were told they couldn't have an MRI until doctors knew the device was on MRI safety. Pt said they were currently in the hospital while trying to manage their pain. Pt said they were told to call and request to have a rep meet with them at the hospital to charge their ins for them to get MRI. Agent reviewed not all reps have equipment and can't guarantee time frame for call back, so provided phone number and explained to have their doctor set up an appointment.